Event description:
It was reported that during implant of a bifurcated device and an infrarenal aortic extension, the aortic extension was noted to have folded on itself during deployment. Reportedly, during deployment of the infrarenal extension, the first step was removed, then the physician was dialing the release knob to roll the release sleeve and to deploy the proximal covered stent segment. At that point, it could be observed that the stent was folding on itself. The physician completed deployment with unchanged infolding of the stent graft. Angioplasty was performed using a coda balloon, which momentarily resolved the infolding, however, after deflating the balloon the graft returned to its previous condition. The physician elected to place a balloon expandable stent (palmaz) over the infolded area of the aortic extension to preserve blood flow. The procedure was concluded with satisfactory result. The patient tolerated the procedure well. Note: the patient was reported to have high blood pressure during the procedure, but was in good condition after the procedure.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in the patient.